Event description:
According to the initial report, "I received a call today from a surgeon at [hospital] stating a patient is having hemolysis and he (the patient) thinks it¿s because of the on-x heart valve." Additional information was provided: 1. Product code and serial number of the valve? Prosthesis installed: item: valve, implant sterility checked (y/n): yes, sterility expiration date: jan 17, 2024, rn verifier: [xxx], vendor: on-x life technologies, inc., model: onxane, lot number: none, serial number: (B)(4), sterile resp: manufacturer, size: 21mm. 2. Initial date of surgery? (B)(6) 2018. 3. Reason for implantation of valve? Severe aortic insufficiency. 4. Date the hemolysis was diagnosed? Unknown. 5. Action taken by surgeon to address the hemolysis? None. 6. How is the patient currently doing? Still getting periodic iron transfusions. 7. Are operative notes available for review? No additional information forthcoming.